Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further issues have been reported. The reported event could not be confirmed through this evaluation. The instructions for use lists hemolysis and infection as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to lactate dehydrogenase (ldh) levels of greater than 1000 u/l, which peaked at 1200 u/l. The patient had been on an anticoagulation regimen of coumadin and aspirin 325 mg. The patient's inr goal was 2-2.5, and at the time of the event it was 2.3. The patient was also on suppressive antibiotics for an unreported driveline infection. The patient was treated with warfarin, IV bivalirudin, and dipyridamole. Subsequently, the patient's labs trended down and the patient was discharged on (B)(6) 2015.